Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, international device was visually inspected and found no evidence of foam degradation, however a ventilator inoperative error code was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, the device's circuit board needs to be replaced due to an error indicating "unable to write to event log" discovered in the event log.